Event description:
Reportedly, absence of pacing at ventricular level was observed a few hours after the implant of the pacemaker (programmed in vdd); upon re-intervention, the ventricular lead was found not tightened correctly but the different attempts did not succeed. The pacemaker involved in this MDR report was finally explanted and returned for analysis. Another pacemaker was successfully implanted.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply pacemaker models approved under (B) (4). Conclusion: the electrical characteristics of the returned device were within specifications. Some damages were observed on the connector header, which could indicate that some screwing/unscrewing difficulties were met. However, it is not possible to determine whether these damages were present following the initial screwing procedure or later during the re-intervention(s). Review of memory data confirmed that the lead impedance was high (1078 ohm) and normal (462 ohm) with the new implanted unit. Reportedly, the ventricular lead was not maintained in the ventricular port, which would be coherent with a high lead impedance and potential loss of output and/or capture. However, it should be noted that is-1 leads could have been inserted and tightened without any difficulties on the returned unit.